Event description:
It was reported that during set up prior to surgical procedure, the sonopet console irrigation would not work. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.